Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states he never received a non-delivery message of any kind. Assisted customer in performing high-pressure test, the test was interrupted by motor error. Customer reports the drive support cap appears normal. Inquired if the pump has been exposed to high magnetic field, found yes, once or twice the last time was in (B)(6). Customer told tsa he had an insulin pump, but was still instructed to go through a full body scanner at the airport. The customer did not report a motor position encoder error alarm. The motor error alarm occurred twice and customer was stuck in rewind loop for several minutes. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test and rewind test. The test reservoir units left matches properly to the units left in the pump status screen noted. However, motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the excessive no delivery test due to motor error alarm and pump unable to prime. The no delivery alarm functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.